Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated a lead warning alert and oversensing due to non-physiologic signals/sensing integrity counter.

Event description:
It was reported the lead displayed high impedance, over-sensing, and noise. The lead remains in use and no patient complications have been reported as a result of this event.